Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient is at the care center due to complications that began on (B)(6), including a sudden change in therapy with issues related to walking and "things like that." It was stated that the implantable neurostimulator (ins) was completely uncharged, but when checked the ins recharger (insr) showed the ins as charging with a quarter charge full and the ins off. A manufacturer representative (rep) was on their way to help the patient turn the ins back on. Furthermore, on date notified the insr was showing no coupling bars and a poor coupling screen. A replacement insr antenna was sent to see if it would help with the coupling issues. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.